Event description:
Patient reported the up button on the infusion device works intermittently and the display is defective. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.